Event description:
Saline filled breast implant placed recently, noted on follow up clinic visit to be visibly smaller. Replacement surgery was performed approximately 19 days later. The surgeon noted the implant had deflated and an obvious hole was visualized.====================== health professional's impression======================no opinion was noted in the dictated operative note.